Event description:
It was reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connections on the signal interface were evaluated and repaired. The system was tested and found to be working as intended and returned to service.